Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Only a partial lead was returned. Due to the returned condition of the lead, a complete electrical analysis could not be performed.

Event description:
Additional information notes that the lead was explanted.

Event description:
It was reported that the lead exhibited loss of capture. The lead was successfully repositioned.